Event description:
The surgeon at (B)(6) hospital in (B)(6) was performing a ex fix of a wrist. A sterile monotube kit was opened for case. Ex fix was applied, upon tightening the bolts on the coupling one of the center bolts broke off.

Manufacturer narrative:
The reported event that 1 sterile wrist kit monotube triax ø 15mm x 200mm was alleged of issue s-11 (breakage during surgery) could be confirmed, since the device was returned for evaluation and matches with the alleged failure mode. Based on the investigation, the root cause was attributed to a user related issue. The failure was caused by the application of excessive force upon screw tightening. The device inspection revealed that the screw related area is broken and that the breakage surface has features consistent with the application of high torque to the screw. The application of excessive force led to the breakage of the screw. A review of the device history for the reported lot (lot no. ¿ l05605) did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique was reviewed which sets forth detailed recommended procedures for using stryker devices and instruments. It clearly instructs that all square head screws need to be tightened to the appropriate torque, using the torque wrench, after initial tightening to assure all clamps are locked properly. For the yellow system, with the use of torque wrench it should be ensured that the components are tightened to 5nm. The operative technique also details the method of proper use of the torque wrench and advices against overtightening of the screws, as this may damage the clamp or torque wrench. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
The reported event that 1 sterile wrist kit monotube triax ø 15mm x 200mm was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on our risk management file, the most likely root cause is attributable to a user(ur) related issue & the possible cause could be because too high torque was applied. The device inspection was not possible as the device was not returned for investigation. A review of the device history for the reported lot (lot no. ¿ l05605) did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique was reviewed which sets forth detailed recommended procedures for using stryker devices and instruments. It clearly instructs that all square head screws need to be tightened to the appropriate torque, using the torque wrench, after initial tightening to assure all clamps are locked properly. For the yellow system, with the use of torque wrench it should be ensured that the components are tightened to 5nm. The operative technique also details the method of proper use of the torque wrench and advices against over tightening of the screws, as this may damage the clamp or torque wrench. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Device was not received.

Event description:
The surgeon at (B)(6) hospital in (B)(6) was performing a ex fix of a wrist. A sterile monotube kit was opened for case. Ex fix was applied, upon tightening the bolts on the coupling one of the center bolts broke off.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon at (B)(6) hospital in (B)(6) was performing a ex fix of a wrist. A sterile monotube kit was opened for case. Ex fix was applied, upon tightening the bolts on the coupling one of the center bolts broke off.